Event description:
It was reported that a merlin.net transmission revealed that new non-sustained vt/vf episodes were not counted or incorrectly counted in the episode diagnostics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.